Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-10113, 1627487-2019-10114. It was reported the patient experienced discomfort described as a burning sensation in her leg. Allegedly the patient¿s physician stated the leads were fractured. It was also reported the patient did not maintain their ipg as recommended and as such the ipg became inoperable. As a result, the patient¿s system was explanted and the date is unknown.